Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: based on the tracking number provided on this complaint and the evidence of our decontamination center, the device received under this tracking corresponds to the complaint (B)(4). Since the product has been returned of this complaint, the following information has been updated. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: g1 (manufacturing site name). Corrected: d2a.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. ¿additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: 1. What was the exact allegation against the device? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction? The hitting face is small, and the risk of hitting the handle is high. Causes damage on the handle. 2. Please confirm how many occurrences of this failure occurred with regard to the curved broach handles. We have a good number of devices with this problem. 3. Was there any adverse consequences that affected the patient because of the reported event? No adverse consequences for the patient, but for the surgeon and nurse using the instrument. Small metal pieces tearing holes in the gloves.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was damaged. There was no surgical delay. This instrument has been in the hospital since june. The damage causes small sharp pieces tearing the gloves. This happened after only 3-4 months of use. It was reported that more damages were being seen on the instruments than were seen previously with former instruments. This report is related to (B)(4). This report captures the allegation that there have been previous incidents of instrument damage in the past.